Manufacturer narrative:
The insulin pump powered up properly after battery installation. Pump was received with operating currents within spec. Pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit properly connected to glucose sensor simulator. The power management tool confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5v. The loaded voltage display at the power graph management tool shows abnormal behavior due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 /pcba 1, pump was monitored and functioned properly. Pump was received with cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery alert. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.